Manufacturer narrative:
(B)(4). G2: canada. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femur was reamed and prepared for the nail as normal. The nail was inserted and guide wire removed. When reaming for the lag screw the tip of the drill fractured off and remained in the patient. The lag screw was inserted as per normal and was not affected. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h6, h10, h11. D10: cephalomedullary lag screw reamer long 3.2 mm i.d. Cat# 00249003244 lot# 63921047. The flexible screwdriver has scratches on the connecting end of the device. The hex feature at the distal end of the screwdriver is also damaged. The screwdriver has fractured in the flexible area of the device. Checked 2 of the product identifiers and both were conforming to the print. Unable to check the overall length of the device as it has fractured into 2 pieces. This device has a possible field age of 2+ years. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event is confirmed with returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.